Event description:
It was reported the pt was experiencing a loss of therapeutic effect from their intrathecal drug delivery pump. A volume discrepancy was noted. The estimated reservoir volume was 3ml while the actual reservoir volume was 10-11ml. Six days later, the pt was seen for a cap procedure. The hcp was unable to aspirate fluid through the cap. Troubleshooting was unsuccessful and the decision was made to end the test. A dye study was performed and was normal. An x-ray was taken which showed the catheter was kinked. The pt was experiencing increased baseline pain. It was also reported an alarm was heard from the pump. The alarm was unable to be confirmed by telemetry. The pump logs did not indicate an alarm had been activated. The pt was scheduled for surgery the following week. The drugs used in the pump were dilaudid and marcaine (dose and concentration unk). The pump and catheter were explanted and replaced. The catheter was found to be fractured.

Manufacturer narrative:
Used for catheter - preliminary device analysis was not available on the date of this report. A follow-up report will be submitted when device analysis is complete.